Event description:
Customer is reporting a blood leak that occurred during treatment. Name and function complainant: same as reporter. Customer called with an instrument alarm for blood leak. Customer stated he rebooted the instrument without resolution. Css advised the customer to turn off the instrument, remove the left panel, press the vacuum release button, and take out the bowl from the centrifuge. Css asked the customer to take a gauze and wipe around the bowl and well to check for leaks. Customer did not see any. Css asked the customer to check if there was fluid in the bag on the left side of the instrument. Css asked the customer to check if there is fluid in the waste bag. Customer stated there was fluid in the bag on the left side of the instrument. Css asked the customer to hold the top of the bowl and see if it rotated freely from the bottom. At that time, the customer noticed a leak in the base of the bowl. Css recommended to abort the treatment and notify the provided. No further treatment done for pt. Rescheduled for one week later.

Manufacturer narrative:
Batch record review of lot z750 was performed. There were no non-conformances associated with this type of failure for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the leak cannot be determined based solely on the info provided by the customer. MFR corrective action harmac scar (B)(4) has already been initiated to investigate bowl break/leaks. (B)(4).